Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model 5076, implantable pacing lead, implanted (B)(6) 2008; model 6947, implantable tachy lead, implanted (B)(6) 2008. (B)(4).

Event description:
It was reported that at a device follow up cardiac compass had invalid data. The device remains in use and no patient complications have been reported as a result of this event.